Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The report of the foot getting stuck was not confirmed. The analysis of the device yielded the following observations. The lever was raised. The foot opened as intended without difficult. The lever was then lowered and the foot parked (closed) without difficulty. The visual inspection and functional analysis of the returned device did not detect a quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar foot retraction problem incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted with a proglide device, using a pre-close technique, via a 6f sheath prior to a balloon valvuloplasty procedure. Reportedly, during device removal the foot plate stuck and would not return to the original position. After several attempts the device was removed from the vessel. A second proglide device was tested prior to use and the foot plate also got stuck, this device had no patient contact. Two additional proglide devices were used for successful suture placement. After the procedure the preplaced sutures of the three proglide devices that were deployed in the patient were used to achieve hemostasis. There was a clinically significant delay in the procedure due to the deployment of the additional two successfully deployed devices. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.